Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that chiller pump was very noisy. The chiller pump was replaced. It was also observed that the control panel would not turn on. The control panel was replaced. The device underwent a functional verification, calibration, est and passed applicable tests. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had abnormal and continuous noise. Per follow up information received via email on 01aug2023, they confirmed device was sent to bd-approved facility for evaluation. The issue not yet resolved. They not yet known about repair. No patient impact and no medical intervention required. Per sample evaluation results on 21sep2023, it was reported that the control panel would not turn on.